Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. A 2.5x16mm taxus liberte' stent was prepped in the normal fashion. During insertion of the device a kink was noted in the mid shaft and straightened. When the device was advancing through the toughy outside the patient, the shaft fractured at the location of the kink. The procedure was completed with another taxus liberte' stent. No patient complications were reported. Patient status is listed as fine.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 391 mg/dl (aviva meter 1) and 138 mg/dl (aviva meter 2) customer took 18 units of insulin based on the result of 138 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for aviva system 1. Reference medwatch report with (B)(4) for aviva system 2.